Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verioiq meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that three weeks prior to contacting lfs the patient obtained a result of ¿215mg/dl¿ on the subject meter. The patient manages her diabetes by self-adjusting her insulin doses and administered her usual dose of medication in response to the allegedly high results. The reporter detailed that one hour after the allegedly high results the patient developed symptoms of ¿sweating and feeling unwell¿ which she associated with hypoglycemia and self-treated by eating fruit. The patient performed a comparison test on an accuchek aviva meter, which had a difference of ¿25%¿. Based on statistical methodology, the calculated difference in results does not exceed lfs criteria for accuracy. During troubleshooting, the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom suggestive of a serious hypoglycemic event after the alleged inaccuracy occurred.